Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient to the hospital for a scheduled atrial lead revision and replacement, no capture issue was observed on the ra lead. Sensing on the ra lead has also reduced. Upon fluoroscopy imaging and inspection of the pocket, no visual damage was observed. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior, during and post procedure.